Event description:
This case was initially received via regulatory authority ((B)(6) , (B)(4)) on 22-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("mycosis"), headache ("headaches"), fatigue ("fatigue"), back pain ("back pain") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy performed via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fungal infection, headache, fatigue, back pain and insomnia outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, fungal infection, headache, insomnia and pelvic pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 9.934 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy") in a 36-year-old female patient who had essure (batch no. C68791) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), fungal infection ("mycosis"), headache ("headaches"), fatigue ("fatigue"), back pain ("back pain") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy performed via laparoscopy on (B)(6)2018) and surgery (bilateral salpingectomy performed via laparoscopy on (B)(6)2018). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, fungal infection, headache, fatigue, back pain and insomnia outcome was unknown. The reporter provided no causality assessment for allergy to metals, back pain, fatigue, fungal infection, headache, insomnia and pelvic pain with essure. The reporter commented: essure removed on patient's request (medically necessary not ticked by reporting physician), main reasons were nickel allergy and pelvic pain the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra preferred terms (pts): pelvic pain - the analysis revealed 10.661 cases (excluding this case). Allergy to metals - the analysis revealed 399 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy") in a 36-year-old female patient who had essure (batch no. C68791) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), fungal infection ("mycosis"), headache ("headaches"), fatigue ("fatigue"), back pain ("back pain") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy performed via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, fungal infection, headache, fatigue, back pain and insomnia outcome was unknown. The reporter provided no causality assessment for allergy to metals, back pain, fatigue, fungal infection, headache, insomnia and pelvic pain with essure. The reporter commented: essure removed on patient's request (medically necessary not ticked by reporting physician), main reasons were nickel allergy and pelvic pain. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra preferred terms (pts): pelvic pain - the analysis revealed 10.413 cases (excluding this case). Allergy to metals - the analysis revealed 396 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: physician returned device removal questionnaire: (additionally added): patient's initials and birth date (36 years old). The patient consulted on (B)(6) 2017. Essure (lot# c68791) was removed on patient's request (medically necessary not ticked by reporting physician), main reasons were nickel allergy (new event) and pelvic pain (already reported). No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.